Event description:
It is reported that the provisional fractured in half.

Manufacturer narrative:
(B)(4). Eval summary - the cone body provisional fractured circumstantially near the internal c-ring groove. The crack passed through one of the a-p thru holes on the provisional midsection. Crack initiation and/or fracture may have resulted from excessive force applied during removal from the stem using a slaphammer. The device has a potential field age of between 6 and 7 years. Device history records indicate all components were mfg and inspected to spec.